Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s one select simple meter read inaccurately high compared to her feelings and/or normal readings and compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on the evening of (B)(6) 2017, after dinner, the patient obtained an alleged inaccurate high blood glucose reading of ¿349 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of unspecified insulin (10 units before meals each morning, afternoon and night) and lantus insulin (20 units after dinner reduced to 16 units when blood glucose less than 180 mg/dl). In response to the elevated result, the reporter claimed the patient took her normal dose of 20 units of lantus insulin. The reporter stated that 15-20 minutes after the alleged issue began, the patient started ¿sweating¿. The reporter claimed the patient consumed chocolate as self-treatment. The reporter claimed that on the following day, the patient obtained blood glucose readings of ¿249 mg/dl¿ with the subject meter and ¿149 mg/dl¿ on a hospital device, performed more than 30 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored correctly and were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.